Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-02280, reference MFR. Report#: 1627487-2019-02282.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-02280, reference MFR. Report#: 1627487-2019-02282. It was reported the patient developed an infection (location unknown). As such, the patient underwent surgical intervention in (B)(6) 2018 (exact date unknown) wherein the scs system was explanted.